Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they will be going to the hospital for a brain scan to determine if the unit is faulty, if they need a different unit, or if it was operator error when the electrode was put in. They have been going to the neurologist for 2.5 years to get the implantable neurostimulator (ins) adjusted, but the adjustments never seemed to hold for more than a day. They did not provide further information.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they never had therapeutic benefit. They inquired about newer models because they want an implant that will help them more as the current (and previous) implant is "non responsive." They clarified that by non responsive, they mean that on or off, it is the same, no result. They know that one of their electrodes is not functioning. They have an appointment on (B)(6) to do an MRI scan of their brain and check the electrode position. Their main concern is trying to determine if there is a device defect or if it is an issue with programming because it doesn't matter if it is high or low, they are getting no results. The patient was redirected to their healthcare provider to further address the issue.